Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle tip was broken during suturing. One needle tip was completely broken and the other was bent. No harm was caused to the patient.

Manufacturer narrative:
Based on information received on 11 july 2022, this case is the same as the medwatch form with MFR report number: 3003639970-2022-00134. Therefore, this case is cancelled as a duplicate and all information regarding this event is contained in 3003639970-2022-00134.